Event description:
It was reported that this implantable pacemaker device has exhibited premature battery depletion (pbd). Boston scientific technical services (ts) discussed the increasing power consumption consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. Ts recommended to reevaluate or replace the device. This implantable pacemaker device remains in service. No adverse patient effects were reported. Additional information indicates that this implantable pacemaker was explanted. A new pacemaker with the same model was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker device has exhibited premature battery depletion (pbd). Boston scientific technical services (ts) discussed the increasing power consumption consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. Ts recommended to reevaluate or replace the device. This implantable pacemaker device remains in service. No adverse patient effects were reported. Additional information indicates that this implantable pacemaker was explanted. A new pacemaker with the same model was implanted successfully. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device has exhibited premature battery depletion (pbd). Boston scientific technical services (ts) discussed the increasing power consumption consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. Ts recommended to reevaluate or replace the device. This implantable pacemaker device remains in service. No adverse patient effects were reported.